Manufacturer narrative:
N/a

Event description:
The following has been reported: pump problem alarm, service needed. No patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
The device was returned for pneumatic valve leak failure for valve 2. This error was confirmed via device logs. The 2 port solenoid valves for position 2 will be replaced and tracked under an internal CAPA. An internal investigation was performed and several findings were observed. Firstly, there is a contamination starting to build up on the handle assembly, the handle needs to be replaced. In trying to locate a potential source of ingress it was found the front housing assembly was damaged as well, a screw boss of the fva was blown out. No ingress was found at the set ID. The reported issue was confirmed.